Event description:
(B)(6) was enrolled on protocol (B)(6) of response adapted therapy based on positron emission tomography (pet) for bulky state I and stage ii classical hodgkin lymphoma on (B)(6) 2015. The pt presented to clinic feeling well on (B)(6) 2015 for consideration to begin cycle 3. The lab results demonstrated grade 4 neutropenia. (B)(6), 2015 aneut 0.33; (B)(6) 2015 wbc 1.71 (l), (B)(6) 2015 rbc 4.44, (B)(6) 2015 hgb 12.1, (B)(6) 2015 hgb 12.1, (B)(6) 2015 hct 36.7, on (B)(6) 2015 cycle 3, neutropenia reduced to grade 1. The pt is feeling well and will proceed with protocol treatment. (B)(6) 2015 aneut 1.51, (B)(6) 2015 wbc 5.23, (B)(6) 2015 rbc 4.18, (B)(6) 2015 hgb 11.5 (l), (B)(6) 2015 hct 34.8 (l).attribute to gr, 4 neutrophil count decreased. (B)(6). Phase ii trial of response-adapted therapy based on positron emission tomography (pet) for bulky stage 1 and stage ii classical hodgkin lymphoma (hl).